Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) reported that the patient implantable neurostimulator (ins) battery was dead due to the patient failing to properly charge. The hcp reported that they tried to interrogate the battery and determined that it was dead. The patient was informed how to perform a jump start and a full charge. The issue was resolved at the time of the report. No patient symptoms were reported. Indication for use is spinal pain. The patient's status at the time of this report is "alive, no injury." Additional information was received from the manufacturer representative on (B)(6) 2016. The patient contacted the manufacturer representative on (B)(6) 2016 stating that the health care professional (hcp) was explanting the stimulator next week. The patient was very upset that the device lasted just over 2 years and wanted to inquire about the warranty. The device was discharged the last time that the manufacturer representative had seen the patient and the patient claimed that it kept dying on them and would not charge. The patient had been claiming that they were recharging but then later stated that it had been a couple of months. The manufacturer representative had been having trouble meeting up with the patient due to the driving distance. The manufacturer representative reported that the patient no longer wanted to attempt to get the ins functional. It was also reported that the patient had changed hcps multiple times.

Event description:
Information received from a patient reported that they were unable to charge their implantable neurostimulator (ins) and were unable to communicate with the patient programmer. The patient also reported that they were unable to communicate with the implantable neurostimulator recharger (insr) as they were getting a "reposition antenna" screen. It was noted that the patient was able to recharge successfully about three weeks prior to the date of this report. Troubleshooting steps were performed but it didn't resolve the issue. It was reviewed that the ins may be too low for the recharger and programmer to communicate with. The patient was to follow up with their healthcare provider (hcp). No patient symptoms were reported. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.